Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to corroded keypad traces. The insulin pump had minor scratches on the display window, scratched case, cracked belt clip slot and a cracked reservoir tube lip. The insulin pump had moisture damage on the electronic assembly and on the motor.

Event description:
Customer reported that the insulin pump returned a button error alarm and the buttons on the keypad were not responding. Blood glucose level was not provided. No further information was provided.